Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and device manufacturer date. Please the updates in sections: d10, g4, g7, h2, h3, h4, h6 and h10. The device was returned to the service center wrapped in bubble wrap with no accessories or original packaging. A visual inspection was performed on the returned device and it was noted that the needle does not fully extend. The pebax heat shrink covering is missing approximately 1" from the distal end. The missing pebax was not returned with the device. There xseveral severe kinks are present along the length of the needle, indicative of heavy use. Upon further inspection the pebax is deformed proximal to the laceration 1" from the distal tip. This additional deformation, in conjunction with the multiple kinks, is likely the cause of the stiff action of the device. The laser-cut hypotube is intact and in place, there is no apparent damage the distal end of the outer sheath. The DHR (na-u403sx-4019 jf798197) for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 140 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. With the information provided, the root cause of the reported failure cannot be determined. A review of manufacturing records suggest manufacturing did not contribute to the failure. Based upon inspection of the returned device it is likely heavy use and poor user technique caused the pebax to wrinkle and catch on the laser cut hypotube. After tearing, the separated pebax portion was ejected into the patient's trachea when the needle was deployed. The device IFU (pn0008807 rev ag) states "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and or endoscope."

Manufacturer narrative:
As part of our investigation, followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event was performed but with no result. It is unknown if the device fragment was retrieved or if the intended procedure was completed. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. As a preventive measure, the needle instruction manual states, ¿always have a spare instrument available in case the primary instrument malfunctions. ¿ to prevent breakage, the needle instruction manual also warns, ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. ¿in addition, the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the sheath covering the needle detached and was observed in the patient¿s trachea. There was no patient injury reported.